Event description:
Customer was treating a single channel gyn case. The control unit froze in middle of treatment. Customer hit interrupt button but the unit did not respond and the radalert unit remained illuminated and the audible alarm remained on. The customer then successfully initiated an emergency stop, retrieving the source. The source remained in the safe until the nucletron engineer arrived on site to retrieve treatment data.